Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred.   The 85% stenosed, 20mm in length target lesion was located in the moderately tortuous, moderately calcified and 3.00mm in diameter right coronary artery. Following pre-dilatation with a balloon catheter, a 20 x 3.00 mm promus premier stent was advanced to treat the target lesion. However, it was noted that the stent strut was lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 20 x 3.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 20mm in length target lesion was located in the moderately tortuous, moderately calcified and 3.00mm in diameter right coronary artery. Following pre-dilatation with a balloon catheter, a 20 x 3.00 mm promus premier stent was advanced to treat the target lesion. However, it was noted that the stent strut was lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.